Event description:
A 34mm amplatzer septal occluder (aso) was selected for implant at the patient's request in spite of the fact the prognosis was poor. The aso was deployed using the rupv approach and slipped into the right atrium during the first attempt but was successfully deployed upon the second attempt. Immediately after the implant, however, the patient experienced tachycardia and a drop in blood pressure. An echocardiogram revealed the patient developed cardiac tamponade due to effusion. Pericardiocentesis and a blood transfusion were performed. A central venous catheter was placed and the drained fluid was reinfused into the patient. Hemostasis was achieved and a trans-esophageal echocardiogram confirmed the aso was stable so it was left implanted. The patient was scheduled to be released from the ICU when no additional bleeding was observed. No further complications were reported and the patient continues to be followed closely.

Manufacturer narrative:
This event was reviewed by the st. Jude medical erosion board and confirmed that no erosion occurred.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it remains implanted. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The cause of the reported event remains unknown.